Manufacturer narrative:
D10: 02-020-11-0240 - truliant ps cem fem ps cem left sz 4 - (B)(6), 02-020-11-0340 - truliant ps cem fem ps cem right sz 4 - (B)(6), 02-022-45-4050 - truliant tib fit tray cem sz 4f / 5t - (B)(6), 02-022-45-4050 - truliant tib fit tray cem sz 4f / 5t - (B)(6), 02-022-35-4013 - truliant tib imp ps insert sz 4 13mm - sn - (B)(6), 02-022-35-4009 - truliant tib imp ps insert sz 4 9mm - (B)(6), 02-022-35-4009 - truliant tib imp ps insert sz 4 9mm - (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant - (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant - (B)(6), 521-78-32 - threaded pin size 3.0 collarless 2pk -(B)(6). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02343. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 71 months after a left total knee replacement procedure, the patient underwent a revision procedure to address swelling and recalled polyethylene. The patient did extremely well following the surgery but developed increased swelling in the posteromedial aspect of the knee approximately 6 months prior to revision. Patient was not having any pain, but the swelling interfered with his activities. A pre-operative MRI showed significant synovitis with communication of a posteromedial cyst within the joint. Revision surgery operative notes were provided. Findings confirmed significant synovitis with polyethylene debris and scar tissue around the patellar button. There was also significant damage with gouging of the medial and lateral facet and flattening of the lateral facet of the patella, which was replaced. In inspection, there was no significant wear of the tibial insert, but there was significant laxity of the knee in flexion and extension. This was resolved by upsizing from a 13mm posterior stabilized to 15mm posterior stabilized constrained tibial polyethylene. Much of the swelling was the inflamed tissue from the cyst, which was removed. The patient was awoken from anesthesia and transferred to the recovery room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c serial number, expiration and manufactured dates unknown. The reason for the revision reported was likely due to instability, prosthesis wear, and inclusion of the polyethylene implants in the packaging recall. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Prosthesis wear of the polyethylene components could not be confirmed from the provided information. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.